Manufacturer narrative:
The reported event of pressure sensors work intermittently. File was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported multiple events of nuisance air-in-line alarms and the clinicians are stating that the pressure sensors are very touchy and work on and off. The customer is requesting further education/in-services on properly loading the IV tubing, as well as having someone evaluate if their equipment is up to par. There was no report of patient harm.